Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began on (B)(6) 2018, around 1:00am. The patient reported that he obtained an alleged reading on the subject meter of ¿26.4mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin and oral medications and reported that he took 500g januvia and 18 units of lantus insulin in response to the alleged product issue. The patient reported that 5-10 minutes after the alleged product issue began, he developed symptoms of ¿nausea, chest pain, dizzy and disorientated¿. He reported that he was taken to hospital by her husband at around 8pm. The patient stated that at 1:30am he went to hospital and had his blood sugars monitored but did not receive treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.